Manufacturer narrative:
This incident is being filed in abundance of caution. Invacare was notified by an attorney that the caregiver at a nursing facility was attempting to lower the bed by reaching under the bed to hold a cord in place while a coworker controlled the bed remote. Without warning, the bed allegedly collapsed. The bed's model and serial # are not available, the attorney is alleging that the bed has been discarded. Invacare is attempting to gather further information. Should additional information become available, a supplemental record will be filed.

Event description:
An attorney reported that a caregiver was injured as a result of an alleged, unspecified invacare bed collapse. It resulted in a fractured, right arm, hand, and wrist.

Manufacturer narrative:
Invacare has attempted multiple times, in different ways to determine if it was an invacare bed. Thus far, the injured health aid looked through photos of beds in (B)(6). The photo she selected, was not an invacare bed. Invacare examined records of product shipped to the nursing home and the dealer. Records dating back to 2012 did not show any complete bed sales. The lawsuit makes reference to a cord with a phone-jack. Our investigation did not find an invacare bed with a phone-jack connection. At this time, we have no confirmation an invacare bed was involved in this incident. The product cannot be located. The health aid suspects the bed was discarded.